Manufacturer narrative:
H3: the generator booster board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Related codes: fdm: 10, fdr: 213 the generator starter board was returned to the manufacturer for evaluation. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Fdm: 10, fdr: 213 the power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that an electrical malfunction had occurred and that the unit failed bench testing due to output voltages drifting. Related codes: fdm: 10, fdr: 120, fdc: 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000230, serial/lot #: (B)(4)/ gr10772/rev. 1. Product ID: bi71000226, serial/lot #: (B)(4)/ gr10772/rev. 1. Product ID: bi71000450, serial/lot #: (B)(4)/ gr10772/rev. 1. A manufacturer representative went to the site to test the equipment. It was reported the anderson connection going to the generator was not seated fully. Once that error was cleared and system checkout was completed, another issue was found. When the mobile viewing station (mvs)/ image acquisition station (ias) was booted together the imaging system would shoot in both 2d and 3d with out issues or errors. Once the umbilical was disconnected, the mvs would come back up in a 2d screen but would not take x-ray. After approximately 2-3 minutes the generator would have a 147 and a 143 error. This error could be cleared with a system reboot. Starter board (with cable upgrade), booster board, and ps1 (loss of 15v in logs) were replaced. After replacing the boards,issues still persist. Logs showed that there was back plane voltage issues and the generator still showed an error 143 (low voltage problems). All connector coming from the charger enclosure was disconnected and re-seated and system was rebooted. This fixed the 143 error. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is displaying initializing, x-ray disabled and a lone tone beep can be heard from the system. No patient present.